Event description:
During the procedure, the viperwire was advanced over an exchange balloon, which was a 2.0 x 8 balloon. The device was then loaded on the wire and the device was being tested and apparently the device was not normal. The plan was to exchange device and discard. At the time of doing that, it was noted that the crown was stuck on the wire and it would not come out. The wire was then pulled out along with everything and another attempt was made to advance another wire. It was noted that 1.5 cm soft tip of the wire was left in the distal end of the vessel.